Event description:
It was reported that the customer was hospitalized for hypoglycemia. The low blood glucose reading was 17mg/dl. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or on the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.